Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed but the exact cause is unknown. One huber plus 22 ga x 0.75 in infusion set was returned for investigation. Use residue was observed within the tubing. The sample was flushed with water using a 10 ml syringe and a leak was observed at the luer connector. Microscopic observation revealed a longitudinal crack in the connector that extended to the plastic tabs on the hub. The break surfaces were observed to open during connection to the syringe. Based on the description of the reported event and condition of the returned sample, possible contributing factors include over-tightening and damage during use. As a crack on the connector was observed, the complaint of a leak is confirmed but the root cause is unknown. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that leakage at the connected part between the infusion set and the device was allegedly confirmed. While attempting re-connection, medicine allegedly flowed back from the patient. There was no reported patient injury.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that leakage at the connected part between the infusion set and the device was allegedly confirmed. While attempting re-connection, medicine allegedly flowed back from the patient. There was no reported patient injury.